Event description:
The surgeon reports performing cataract surgery with attempted implantation of the crystalens iol in the left eye. After insertion into the eye, the lens did not position properly. The iol was removed through an enlarged incision and another iol was implanted successfully. A suture was used to close the wound. According to the info received, the pt is doing fine.

Manufacturer narrative:
The actual device involved in the event was not returned for eval. However, one retain sample from the same lot was inspected dimensionally and all measurements were within specifications. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.